Event description:
During procedure, arthroscopic shaver emitted metal shavings into surgical site. All metal shavings were retrieved via irrigation and suction. No patient injury reported.

Manufacturer narrative:
Upon receipt, the used device was visually inspected and found to have signs of galling and scratch marks on the inner shaft. Additionally, a crack was found on both the inner and outer hubs of the device. Functionality was verified using a powered instrument driver. It has been concluded that the cause for shaving generation was the excessive exertion of lateral forces (side-loaded) on arthroscopic shaver instruments during clinical use. Ascent healthcare soltuions' IFU states: do not apply excessive pressure or side-load the blade during use. Side-loaded does not improve performance of the instrument, can dull the blade, and/or produce metal particulates.